Manufacturer narrative:
According to the customer within the "last few months" the blood pressure monitor began reading "25 points higher". The customer reported due to the high blood pressure result, he went to his physician and his "losartan" medication was increased. The customer reported it was later discovered at the physician's office that the blood pressure monitor was reading "25 points higher" than the physician's. The customer reported he has not had any episodes of hypotension since the "losartan" was increased. The customer reported there was no serious injury, medical intervention, or follow up care related to the reported incident. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer within the "last few months" the blood pressure monitor began reading "25 points higher".